Event description:
During a colonoscopy, a polypectomy was performed with a duck bill snare. The snare sprung off the polyp site, touched the opposing wall leaving a small superficial mark and the polypectomy site began to bleed. Three endoscopic clips were required to achieve hemostasis. The patient had significant abdominal pain after the procedure and was transferred to the hospital for further evaluation. The patient was admitted to the hospital with colorectal surgery and gi consults done, and was treated with conservative management at this time.